Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
It was reported that the system would not start up, no boot. There is no report of injury or death associated with the event described in this complaint.